Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with hyperglycemia after breakfast and hypoglycemia following an overestimated lunch announcement, followed by rebound hyperglycemia; the user suspected an infusion site issue and replaced the inset (6 mm, 23"), with no site issues identified, and received education on meal announcements and corrections. Symptoms included sweating during the hypoglycemic episode. Outcomes included transient hypoglycemia and hyperglycemia without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction and likely user-related meal announcement error. It was concluded that the event was attributable to incorrect meal size entry with appropriate device function.